Event description:
The lead was returned to the manufacturer with no information, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. Information was later received indicating the lead was removed due to possible infection.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and found the helix disengaged from helical channel. The outer insulation had cosmetic cut and there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.